Event description:
Additional information received reported the ¿second¿ tined lead was explanted on (B)(6) 2014.

Event description:
It was reported a tined lead had to be replaced for a second time due to a ¿defect¿ in a female patient. It was unclear what this referred to. No symptoms were reported and hospitalization was noted. No further information was provided. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 309328, lot # unknown, product type lead; product ID 309328, lot # 0205984980, explanted: (B)(6) 2014, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the tined lead (lot #0205984980) found that the outer insulation was severely twisted. The distal end segment was electrically ok. The proximal segment was not tested due to the returned condition.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# unknown, product type: lead. Product ID: 3093-28, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.